Event description:
Customer reported being hospitalized for low blood glucose levels. Customer stated that prior hospitalization over bolused to correct blood glucose reading. Customer had over corrected blood glucose due to an incorrect high reading from the glucose meter. Troubleshooting performed and pump appeared to be functioning as designed.